Manufacturer narrative:
Occupation: surgical tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiogram, atherectomy, and angioplasty of the left leg, the hub of a flexor raabe guiding sheath separated from the shaft upon removal of the device for a sheath exchange. The user was withdrawing the sheath using a push/pull motion and encountered resistance. The access site was stabilized during removal. When the sheath was approximately halfway out of the patient, the hub separated from the shaft. The shaft was pulled out by the physician in its entirety, and was immediately exchanged for another sheath. The dilator was not in the sheath at the time of removal or separation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an angiogram, atherectomy, and angioplasty of the left leg, the hub of a flexor raabe guiding sheath separated from the shaft upon removal of the device for a sheath exchange. The user was withdrawing the sheath using a push/pull motion and encountered resistance. The access site was stabilized during removal. When the sheath was approximately halfway out of the patient, the hub separated from the shaft. The shaft was pulled out by the physician in its entirety and was immediately exchanged for another sheath. The dilator was not in the sheath at the time of removal or separation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for evaluation. Physical examination of the returned device showed the separated sheath material measured 55.7cm with some coiling exiting the proximal end. There was 3mm of elongated material exiting the check flo cap, which was separated from the sheath. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Evidence from the complaint file, device history record, complaint history, validations, manufacturing documents, and device failure analysis suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package. The IFU suggests reinsertion of the dilator prior to removal of the device if resistance is encountered or anticipated. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that unintended use error contributed to this incident, as the user failed to reinsert the dilator when resistance was encountered during removal of the sheath. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.